Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller was disconnecting from the heartmate touch. It was noted this occurred twice during heartmate 3 implant. The screen displayed lost connection during pump prep. A separate heartmate touch, power module, and patient cable were used, but the issue recurred. The system controllers' white communication was considered as a possible cause of the issue. The system controller was exchanged and the issue resolved. No adverse patient impact was noted. Additional log file review from (B)(6) 2025 revealed only events related to the patients left ventricular assist device (lvad) implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue between the system monitor/heartmate touch and the heartmate 3 system controller was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. Log files were downloaded and reviewed alongside the submitted log files; events spanning approximately 1 hour (07mar2025 and 01jan2025 per timestamps) were consistent with implant and unremarkable. There were no notable alarms active in the log file that would indicate an issue with the system controller, and the system appeared to be operating as intended. The returned system controller was connected to a mock loop, test power module, and test system monitor. The system controller ran the pump for an extended duration without any issue. The cables of the system controller were manipulated while connected to the system monitor and communication between the devices remained established throughout testing. Cable resistances were measured and were unremarkable. A root cause for the communication issue was unable to be conclusively determined through this investigation. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use, section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.